Event description:
Philips received a complaint on the defibrillator/monitor indicating that during the interventional cardiac radiofrequency ablation procedure for patients with supraventricular tachycardia, synchronous electrical cardioversion is required after radiofrequency ablation. After sedation with tranquilizer injection, sinus rhythm cannot be restored after defibrillation at a synchronous rate of 200j. The same energy method cannot be restored after defibrillation twice. Another defibrillator is used to defibrillate at a synchronous rate of 200j, and the patient's sinus rhythm is restored after one defibrillation. The doctor believes that the actual energy generated by the defibrillator is lower than the selected energy, which cannot achieve the expected effect, prolong the surgery time, and endanger the patient's life.